Manufacturer narrative:
Investigation conclusion: the report stated the feeding sets tubing popped off at the soft section of the tubing that fits into the rotor causing leaking to occur. This occurred while giving medications. There was no patient injury/harm reported. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 20k156fhx. A review and lot and failure mode trending did not identify any related trends. One (1) used sample was returned for evaluation. Visual inspection of the returned product confirmed the report of detachment/disconnection as the silicone tubing was separated from the mistic connector. A potential root cause has been identified as occlusion or blockage along the tubing, thus causing backup pressure to be exerted on the peristaltic pump section resulting in disconnection. The product has a built-in safety feature to prevent excess pressure being exerted onto the patient by way of disconnecting. On this occasion the safety feature may have been activated and the pressure was diverted away from the patient back up to the peristaltic pump section. Additional action will not be taken at this time. Trending will continue to be monitored and corrective actions will be evaluated if an increase of this failure mode occurs.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The reported lot number was manufactured in november 2020.

Event description:
The customer reported that the feeding set's tubing popped off at the soft section of the tubing that fits into the rotor causing leaking to occur. This occurred while giving medications. No patient injury was reported.